Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on an unknown date. During a routine follow up, it was noticed that the patient had a grade 2 rectal wall infiltration. There were no patient complications reported.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 04/27/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.